Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported about intermittent electrical sensations in the left arm that started on (B)(6) 2022 and lasted for around three days. This was accompanied with a significant reduction of therapy effect (massive tremor symptoms). After three days it got better but electrical sensations and reduction of therapy effect still persist. There were no known factors. They performed an impedance check and downloaded mdt files. Impedances were ok. The issue was not resolved.

Event description:
Additional information was received: it was reported the patient also had an oor message, but impedances looked fine. The patient was suffering from the loss of therapy and the attending physician wanted to perform a revision surgery as soon as possible. Due to the oor message and the fact that the ins was running in constant current mode they thought there was an intermittent wire fracture possibly in the region of the extension. Perhaps accompanied with an insulation defect that created the electrical sensations in their arm. Additional information was received: it was reported that the data reports didn't show any irregularities, but they couldn't rule out a fluid short or some issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that on wednesday (B)(6) 2022 the doctor said they measured the impedances at 0.7v. As a result contact 10 showed increased impedances (>10k ohms). Measurement at 3.0v was inconspicuous. They scheduled a surgery for (B)(6) 2022. Before the surgery they measured the impedances again and they were also monopolar on contact 10> 10k ohms. Moreover, there was a warning message indicating that the programmed stimulation couldn't be delivered. At a second measurement the impedances were all normal again and there were no warning messages. The doctor kneaded along the extension and the generator and they measured for a third time. The impedances on all contacts remained normal. Since they could not rule out a loose contact and couldn't narrow down the source of the error the doctor decided to only disconnect the right extension and flush out the channel in the ins header. They then reconnected the extension. The impedances were then >18k ohms on contact 10. After renewed disconnecti on and reconnection the impedances were again in the normal range. In case the patient's complaints persist the doctor would replace the extension and/or the right electrode. Before the surgery they couldn't trigger the stimulation issues by palpating. There was no specific body position/head posture that triggered the problem. There was no possibility to stimulate other contacts and x-rays were inconspicuous. Additional information was received: it was reported that the hcp said the increased impedances at contact 10 recurred postoperatively. They removed contact 10 from the programming and achieved satisfactory tremor suppression via a bipolar configuration.